Manufacturer narrative:
Device evaluated by MFR: the returned t15 hexalobe drivers was visually and functionally inspected. Overall, the driver looks to be in good shape and shows no signs of usage. Looking at the splines of the hexalobe, there is some surface roughness and the splines look to larger when compared to another t15 driver. When attempting to engage in the head recess of a 3.5mm hexalobe screw, it does not fit. The splines of the hexalobe are too large. Additional mdrs associated with this event: 3025141-2021-00101: driver 1, 3025141-2021-00102: driver 2, 3025141-2021-00103: driver 3, 3025141-2021-00105: driver 5, 3025141-2021-00107: screw 1, 3025141-2021-00108: screw 2.

Event description:
While implanting hexalobe screws into a patient's bone during an orthopedic surgery, the hexalobe driver did not engage the screws. Two drivers (same batch number) were found to have the problem. A different batch number of drivers was successfully located and used. This resulted in a 15 minute delay in surgery. Note: five drivers were returned , 2 had been used in this surgery. The other three are from this batch but had never been used.